Event description:
A low reading issue was reported with the adc device. Caller reported the customer received low sensor scan results and experienced sweating profusely and a loss of consciousness. Customer had contact with paramedics and was treated with glucose tabs, glucose gel, a glucagon shot, and intravenous glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device expected for return. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release in the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.